Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an ureteroscopy procedure on a female patient with kidney stones that were layered, the ncircle tipless stone extractor the basket was deployed. While attempting to close the deployed basket while it was inside the patient the basket would not close. A second basket was opened and deployed inside the patient and again it would not close. The procedure was completed with a third n circle tipless stone extractor. As reported, no unintended part of the device remained inside the patient¿s body. There were no additional procedures required due to this occurrence. There were no adverse effects or consequences to the patient.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned devices was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was performed. Two empty packages, one opened device and six unopened devices were returned for investigation. Opened device the device was returned with the handle in the closed position. The basket formation returned partially closed. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A visual examination noted the basket assembly and support sheath are bent over at the nose of the mlla. The basket sheath is completely severed. The support sheath and the basket sheath are still adhered. A functional test determined the handle does not actuate the basket formation. The basket sheath was noted to have kinks at 68.2 cm and 70.5 cm from the distal tip of the basket sheath. The handle was disassembled for investigation. With force, the basket formation was found to manually actuate. Six unopened devices: the six unopened devices appear to have been packaged correctly. Two of the devices were opened for investigation. A functional test was performed and it was noted that both devices were found to function as intended. The handle opened and closed the basket formation without difficulty. A review of the device history record found no non-conformances related to the reported failure. A complaint history search revealed one additional complaint associated with complaint lot number 8529146. The additional complaint is from the same customer for a similar issue. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not close due to sheath damage. The sheath was found to be kinked and separated near the handle, preventing the basket from closing. Devices are inspected for damage and functionality prior to packaging. The single used device damage likely occurred during handling/use of the device. The returned unopened devices were found to be packaged correctly and the two tested both functioned properly. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.